Manufacturer narrative:
An event of a temperature error message was reported. One video was submitted to product performance engineering, no product was received. The returned video appeared to show an ionic generator with a temperature error message. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a procedure the generator indicated an error that the temperature was rising too slowly. The case was abandoned with no consequences to the patient.

Manufacturer narrative:
E1 reporter phone number: (B)(6).